Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece in 2007, and was explanted two months later, due to the patient wasn't seeing correctly. The lens had dislocated and zonular dehiscence prevented the toric iol from centering. A capsular tear had occurred and an anterior vitrectomy was performed. A three piece lens was implanted. The reporter stated the incident/injury was not product related. The patient's current post-operative best-corrected visual acuity is 20/30.

Manufacturer narrative:
Evaluation codes: results - visual inspection of the returned product found the lens torn into two pieces. A piece of the lens optic and one haptic were torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. It should be noted that the injector and cartridge were not returned for evaluation.